Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The returned device was inspected, and the balloon was found to be missing along with a length of the distal portion of the catheter. The inner (guidwire) lumen seemed to be severed further back than the outer (inflation) lumen. The outer lumen was measured at 126cm, and after separating the two lumens, the inner lumen was measured at 115.5cm. The outer inflation lumen was also missing its coil in the distal 0.6cm. The inner guidwire lumen was stretched out and its coil was protruding at its distal end with onyx stuck to it. The investigation confirmed the reported complaint that the catheter was separated during the procedure. The distal 24cm of the outer lumen and 34.5cm of the inner lumen were missing. The signs of stretching in the catheter, and the stretched, damaged, and missing coil likely point to the catheter being pulled out by force after it was stuck inside the onyx.

Event description:
It was reported that during treatment of a fistula in the right posterior fossa, the onyx liquid embolic was delivered and the tip of the scepter xc balloon became stuck in the onyx. The scepter broke in the middle of the catheter in the aorta during the attempt to remove the scepter. The distal half of the scepter remained in the patient. Aspirin 325 mg was prescribed for the patient (duration unknown). No additional intervention was performed.